Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure. According to the complainant, during the procedure, while inside the patient, the dual pull wires failed. Reportedly no complications were encountered when removing this device and no biopsies were retrieved with this device. Additionally, it was noted that the device was inspected and tested prior to use and no anomalies were found. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure. According to the complainant, during the procedure, while inside the patient, the dual pull wires failed. Reportedly no complications were encountered when removing this device and no biopsies were retrieved with this device. Additionally, it was noted that the device was inspected and tested prior to use and no anomalies were found. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one pullwire was broken. Functionally, the unit was not tested due to the return condition. Further analysis of the broken pullwire determined that the fracture occurred due to fatigue from a bending cyclic overload. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the pullwire failed. The evaluation determined that the broken pullwire had no material anomalies. Additionally, the user reported that the forceps device was inspected/tested prior to use and no anomalies were observed. Therefore, the most probable root cause is operational context as the break likely occurred due to anatomical/procedural factors which limited the device performed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.